Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the helix would not extend after the lead was placed in the ventricle. The maximum number of turns was applied using the fixation tool and turning it in a clockwise direction. This rv lead was extracted and a new rv lead (model 4457) was successfully implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted blood infiltration in the helix mechanism. Resistance testing was completed to assess lead electrical performance and the measurement for the cathode coil was out of specification. An x-ray was performed and confirmed that the cathode portion of the conductor coil was fractured approximately 15 mm from the lead¿s terminal pin. Laboratory analysis was able to confirm that the helix mechanism was not functional during the implant procedure due to a fracture of the conductor coil near the terminal pin.